Event description:
Patient was able to manipulate the lockbox to bypass the metal lock to open the door. We did observe this issue in a brand-new lockbox, which required more force. Manufacturer response for cadd solis lockbox (part# (B)(4)), cadd solis lockbox (per site reporter): we demonstrated the problem to our area executive account manager from smiths medical. The executive account manager reported to smiths medical's global complaints team. As a solution, smiths medical provided new locking pin extension (part # (B)(4)).